Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. H3 other text : device not returned.

Event description:
It was reported that the cartridge leaked from the bottom. The customer's blood glucose level was not impacted and the customer was able to load a new cartridge.